Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had perpendicular burgundy lines that intermittently appeared on the pump display. There was no adverse impact to customer's blood glucose. During call with tandem technical support (cts), customer informed cts that issue was not occurring at the time.